Event description:
Intended use: vidas® tsh is an automated quantitative test for use on the instruments of the vidas® family, for the immunoenzymatic determination of thyroid-stimulating hormone in human serum or plasma (lithium heparin) using the elfa technique (enzyme linked fluorescent assay). Results and interpretation: samples with tsh concentrations greater than 60 iu/ml must be reassayed after dilution in the tsh diluent (r1). If the dilution factor has not been entered when the work list was created (see user manual), multiply the result by the dilution factor to obtain the sample concentrations. Interpretation of test results should be made taking into consideration the patient's clinical history, and the results of any other tests performed. Range of expected values: euthyroid: 0.25 - 5 iu/ml. Hyperthyroid: <0.15 iu/ml. Hypothyroid: >7 iu/ml. These results are given as a guide. It is recommended that each laboratory establish its own reference interval from a rigorously selected population. Description of the issue: on 19-sep-2022, a customer in india notified biomérieux of obtaining overestimated results when testing a patient¿s sample using vidas tsh 60 tests (ref. 30400, batch 1009301240, expiry date 02-mar-2023) compared to another method. Result with vidas tsh 60 tests batch 1009301240: 7.17 iu/ml result with chemiluminescent immunoassay, (clia): 3.86 iu/ml; reference values [0.4 ¿ 4.5] the vidas result showed hypothyroidism whilst the clia result showed euthyroidism. The vidas results were preceded by a valid calibration performed on (B)(6) 2022. Qcv results from (B)(6) 2022 were provided and were conform. There was no wrong result reported to the physician or patient harm. The customer mentioned there was delay in reporting results of 3-4 hours as a consequence of this issue. A biomérieux internal investigation will be initiated. Note: reference 30400 is not registered in the united states. The u.s. Similar device is product reference 30400-01.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in india of obtaining overestimated results when testing a patient sample using vidas tsh 60 tests (ref. 30400, batch 1009301240, expiry date 02-mar-2023) compared to the expected result. Investigation 1. Device history record the review did not highlight any issue during manufacturing of vidas tsh ref 30400 lot 1009301240. There was no CAPA or non-conformity on vidas tsh ref 30400 linked to the customer's complaint. 1. Complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. 2. Test/analysis performed customer¿s material there was no remaining patients samples at the time of the complaint. The investigation has been performed with internal samples. Control charts analysis the complaints laboratory analyzed the results of four (4) internal samples targeted between 0.49 iu/ml and 2.77 iu/ml, on seven (7) different batches of vidas tsh ref 30400 including customers¿ lot vidas tsh ref 30400 lot 1009301240. The analysis of the control charts showed that all results are within specifications. The customer's lot is in trend of the other lots. Tests performed by complaint laboratory on internal samples: the complaints laboratory tested six (6) internal samples with vidas tsh lot 1009301240 mentioned by the customer and a reference lot with different raw materials.. The internal samples are targeted as the following: three (3) with hypothyroidism interpretation at 12.7, 25.3 and 53.4 iu/ml, three (3) with euthyroidism interpretation at 0.38, 1.95 and 4.11 iu/ml. As a reminder of package insert: ¿range of expected values euthyroid: 0.25 - 5 iu/ml. Hyperthyroid: < 0.15 iu/ml. Hypothyroid: > 7 iu/ml. These results are given as a guide. It is recommended that each laboratory establish its own reference interval from a rigorously selected population.¿ all samples results are within their expected specifications. There is no significant difference between the batch mentioned by customers vidas tsh 1009301240 and the reference lot. There was no significant evolution over time of vidas tsh lot 1009301240 since the initial release. 4. Root cause analysis and conclusion: according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on retain kit vidas tsh 1009301240 using internal samples. The customer's issue of overestimated results were not reproduced by complaints laboratory during the investigation conducted on internal sample materials. Unfortunately, the investigation did not manage to identify any obvious root cause. Without the customer¿s return sample and kit, additional investigation could not be pursued. Comparison of tsh results between different methods can be performed on a clinical interpretation agreement (hyperthyroidism, euthyroidism and hypothyroidism), but not quantitatively. As reminder of the package insert: "it is recommended that each laboratory establish its own reference interval from a rigorously selected population." Interpretation of test results should be made taking into consideration the patient's clinical history, and the results of any other tests performed. Chapter ¿limitations of the method" interference may be encountered with certain sera containing antibodies directed against reagent components. The results of a tsh assay must be interpreted as part of a complete clinical profile. In case of discrepancy, this assessment must be completed by thyroid hormone measurement.¿ there is no reconsideration of the performance of vidas tsh 1009301240.